Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion off-label use [under 21 years of age at time of implant ((B)(6))] (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.5/+1.5/089 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a shorter lens due to excessive vault. The problem is resolved.

Manufacturer narrative:
Device evaluation: the product was returned dry, in a micro centrifuge vial with clear surgical residue on the product. Visual inspection found the lens with no visible damage and residue on the lens. (B)(4)